Event description:
The customer reported only being able to acquire lead 2 of the 12-lead ECG signal.

Manufacturer narrative:
The customer reported only being to acquire lead 2 of the 12-lead ECG signal. The unit was evaluated at the customer site by a philips field service engineer. The symptom was duplicated. Replacing the ECG connector resolved the issue.